Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir had air bubbles inside it. Blood glucose level at the time of the incident was not provided. The caller was advised as to how to avoid this issue in the future. The customer's mother was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs and performed testing. The reservoirs passed per inspection. No air bubbles anomaly was found during analysis. Checked o-rings, snap-cap and septum for defects and none were found. Ran occlusion testing, and no occlusions were noted.